Event description:
It was reported that a one-link connector disconnected from an unspecified set. The reporter described the issue as an ¿accidental pop-off.¿ this occurred during product testing done by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.